Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that once the stent was removed and deployed on the table, it was open at both distal and proximal ends but waisted at the middle. Once the doctor tapped the proximal end, it popped open and they could see blood inside the stent. It was thought that the blood must be ¿sticky¿ and hindered the stents ability to open properly.

Event description:
Medtronic received a report that the pipeline failed to open in the middle. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The max diameter and neck diameter were 5mm. The patient's vessel tortuosity was severe. The landing zone was 3.4mm distal and 5.8mm proximal. Dual antiplatelet treatment was administered. It was reported that the pipeline initially opened well distally, but the mid to proximal part ribboned. The doctor resheathed and tried the load/unload technique, but the proximal part of the stent was on an acute angle bend and the microcatheter was close the resheathing marker. More than 50% of the device had been deployed when it failed to open, and it had been resheathed more than 2 times. No additional steps/devices were used to open the pipeline. The doctor removed the pipeline and it remained ribboned (pitched) at the mid to proximal end. The doctor bumped the end with their finger and it popped open, and they could see red blood cells in the inner lumen of the stent. The device was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be perfect with the stent well apposed to the vessel wall. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom plus guide catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.